Event description:
The customer reported that the surgeon took a bite across fibroids growing on the uterus in order to clear a path for sealing. The device gave an unspecified error message. The surgeon cut the tissue and was then no longer able to open the device. The device was cut out of issue. There was no injury to the pt.

Manufacturer narrative:
(B)(4). (B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.